Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no error alarms noted. The insulin pump passed the self test and the error alarm test. No scrolling numbers display anomaly noted. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The unit was received with minor scratched display window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
Customer reported that she received a low reservoir alert but when she opened it and the reservoir had half of insulin. Customer stated she programmed a bolus it delivered the amount of insulin entered. Customer stated that then the insulin pump started showing flashing numbers, that then went off and the number were ramping. Blood glucose value is 508 mg/dl; tried treating with a bolus but is unsure if she received it. Alarm history showed weak battery alarm, low reservoir and unexpected restart happened twice. Customer stated the pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery. Customer programmed a bolus into the air; amount was recorded in the bolus history. No troubleshooting performed for high blood glucose as the insulin pump is being replaced for the error alarms. Nothing further reported.